Manufacturer narrative:
(B)(4) date sent: 08/31/2021 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoid volvulous what surgical procedure was performed? Lar did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? (B)(6), md, general surgeon 12 years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes how many counter-clockwise revolutions were used to open the device? 2 360 degree turns were the donuts inspected? If so, please describe. Yes, full intact was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No how many days postoperative was the bleeding identified? 2- 3 days what was the total estimated blood loss (ml)? 200cc was a transfusion required? No how was the bleeding addressed? Monitoring 2 additional days in hospital what was the pre and postoperative anti-coagulant and pain management protocol? Lovinox-which was stopped at appearance of blood in bowel. Tramadol. What is the current status of the patient? Recovering well

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? How many counter-clockwise revolutions were used to open the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient?

Event description:
It was reported that post op to an unknown procedure bright red blood was present in bowel movements after performing circular stapler anastomosis. Commented that this was longer than normal. The surgeon closes to the bottom of the range and does wait 15 seconds but does not retighten. The patient stayed 2 days longer than normal.